Event description:
Consumer reported upon removal of a tampon although the string was attached she felt it was weak so she chose to manually remove the pledget from her vaginal cavity. Upon removal a piece of pledget fell off so she manually removed that remaining piece from her vaginal cavity. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.